Manufacturer narrative:
The blade subject to this complaint was returned for evaluation . It was visually confirmed that the outer tooth had broken off. The lot no details were not provided. It was reported, there was two blades associated with this failure. It was not possible to determine the definitive root cause for the breakage.

Event description:
It was reported that the outer teeth of the blade broke off during the operation. There were no adverse consequences reported.